Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had an unresolved downstream occlusion alarm. They could not locate any occlusions. They stated that the pump was still intermittently alarming 'downstream occlusion.' They had verified that all clamps were open and moveable, and no kinks or twists in the tubing. Troubleshooting was performed but the alarm persisted. While waiting for the pump to run, the patient voiced concerns about a chemo leak in the past that burned his chest, and this pump was alarming. It eventually resolved on its own. There was no reported patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.